Event description:
The customer reported a leak of approximately 500 milliliters from the coulter lh 780 hematology analyzer. The customer obtained "aspiration" error messages from the instrument and indicated that the leak was not contained within the instrument. Reticulocyte quality control results failed during the event. There was no report of injury or direct contact with the leak. The customer was wearing personal protective equipment consisting of gloves and laboratory coat. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A field service engineer (fse) evaluated the analyzer at the customer's site.

Manufacturer narrative:
The fse evaluated the instrument and discovered a disconnected tubing at port #10 of shear valve cvl87/127. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. (B)(4).